Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives error 232.6040 on 8100 (s/n (B)(4)), device at power on. Failure device type: failure problem type: failure mode: case resolution: customer request identification of error code 232.6040, for 8100 (s/n (B)(4)). Explained to customer the problematic fault to error code. Instructed customer to interchange the display board to isolate problem error. Customer will call back if any further assistance is needed. End call.